Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a "marlex" mesh was implanted to repair the hernia defect. (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per medical records: (B)(6) 2011 - patient was diagnosed with incisional hernia over an old stoma site and underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿the previous scar from his stoma closure was completely excised down to the fascia. There was a large ventral hernia with fat protruding. The hernia sac was excised. The fascia was freed up and adhesions were taken down. A bard flat mesh (device #1) was sewn in.¿ (B)(6) 2014 - patient was diagnosed with recurrent incarcerated incisional hernia and underwent open repair with the implant of synthetic mesh. Per operative notes, ¿I divided the subcutaneous tissue came across the hernia sac, dissected free. Entered the defect, there is basically a piece of bard flat mesh that was contracted which is mass-like. The mesh is basically adhered to the small bowel loop. One part of the mesh is deeply imbedded in the wall of the bowel, and this has to be resected. I placed a lightweight covered synthetic mesh.¿ (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia and underwent open repair with the implant of perfix plug (device #2). Attorney alleges adhesions, bowel injury, bowel perforations, mesh migration, mesh shrinkage, pain, recurrence and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Based on the information provided, it is unclear if the patient's hernia defect repaired in the (B)(6) 2014 procedure was a recurrence of the original hernia defect repaired in (B)(6) 2011, however, hernia recurrence is listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the information provided, no conclusion can be made. Per medical records provided, about three years post-implant of bard flat mesh the patient underwent mesh explant. Per explant notes ¿piece of mesh was contracted and mass-like¿. The adverse reaction section of the instructions for use (IFU) supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Based on the information provided, it is unclear if the patient's hernia defect repaired in the 2014 procedure was a recurrence of the original hernia defect repaired in 2011, however, hernia recurrence is listed as a known adverse reaction in the instructions-for-use. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an incisional hernia, a "marlex" mesh was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and has suffered and will continue to suffer physical pain.